Manufacturer narrative:
Customer service conducted troubleshooting with the customer by having them reset the pump and try turning the pump back on. The customer could hear it beep and turn off. The customer was sent a replacement pump to the customer. The customer was contacted by a complaint handler on multiple occasions to get additional information, with no response as of the date of this report. Based on the results of our internal investigation (reference number (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 7/17/2024, the customer alleged to medela llc that her freestyle hands-free breast pump powering off on her and she wasn't able to get her milk out. Additionally, she alleged that due to not getting all the milk out she developed mastitis twice for which she was prescribed antibiotics.